Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 1,000.0 mcg/ml of fentanyl at 300.3 mcg/day and 10.0 mg/ml of bupivacaine at 3.003 mg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
The pump was retuned and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was malignant pain and lumbar radiculopathy. It was reported the patient's pump was being replaced due to the display reservoir volume being different than the expected/actual amount aspirated. The patient was urged to have their doctor return the pump so it could be analyzed. It was noted the patient had always had great therapy. It was reported the volume discrepancy started on (B)(6) 2017. The patient's pain was not as well controlled and the bolus average had increased and pump replacement was deemed necessary. A catheter dye study was performed on (B)(6) 2017 and determined the catheter was a non-issue. The cause of the volume discrepancy had not yet been determined. It was noted the volume discrepancy has not resolved. The patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer representative (rep). At the time of this report the patient was receiving fentanyl at a concentration of 1000 mcg and a dose of 300 mcg. It was reported that over the last 6 months the pump residuals at the patient's refills were getting higher. Data was collected from the clinic records: on the (B)(6) 2017 fill there were 10 ml left in the pump; (B)(6) 2017 there were 11 ml left; (B)(6) 2017, there were 10 ml left. The patient's pump had also become progressively more difficult to interrogate with the 8840 (clinician programmer). It took the rep about 3 minutes to read it in preop the day of this report but the patient said that was fast. There were no known environmental, external or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The pump was completely explanted and replaced (replacement (B)(4)). The rep had possession of the pump and it would be returned. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.